Event description:
It was reported that the t button on the customer's pump was not functioning properly and required hard pressing to operate. There was no reported impact to the customer¿s blood glucose level. The pump was scheduled for replacement, with a new pump being provided and the faulty device being returned.